Event description:
During a total ankle arthroscopy replacement procedure on a pt, it is alleged that the pin driver "caused damage to the pin". It is alleged that this resulted in small pieces of "iron filings" being left in the surgical site and that the surgeon was unable to remove all fragments from the wound even after irrigation of the joint. Upon further follow up, it is reported that there were no fragments seen on post-op x-ray but it is alleged that there was wound inflammation and infection of the surgical site.